Manufacturer narrative:
Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system exhibits a communication problem between the trolley and the stand. This intermittent problem occurs during bootup and sometimes occurs during operation. A rebooting of the system corrects the problem.